Event description:
Device 3 of 3: reference MFR report#1627487-2018-11787, reference MFR. Report#1627487-2018-10287. It was reported during intraoperative testing, lead migration was confirmed by diagnostic imaging as well as high impedance values due to lead fracture. Surgical intervention was undertaken on (B)(6) 2018 wherein replacement of the lead and ipg resolved the issue.